Event description:
It was reported that during the procedure in the obtuse marginal artery, the distal segment of the balance middleweight guide wire (bmw) separated in two segments during advancement. Reportedly, no resistance was felt prior to separation. The separated segments was retrieved through the guide catheter using a lasso. A second bmw guide wire was advanced into the proximal right coronary artery followed by advancement of a 2.5x12 trek dilatation catheter without resistance. During advancement of the dilatation catheter, the distal segment of the guide wire separated in two pieces. The separated segments were retrieved through the guide catheter using a lasso. A non-abbott guide wire was advanced followed by deployment of two planned stents. There was a clinically significant delay in the procedure (30 minutes). There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional .014 hi-torque bmw guide wire is being filed under a separate manufacturer report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported guide wire tip separation was confirmed. Based on visual inspection, functional testing, and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.